Event description:
An anchor broke in between the eyelets once it was 3/4 of the way implanted. The threaded portion was not removed. The surgeon successfully implanted another anchor with a different lot number. It is unknown how long of a delay was experienced however, a "significant" delay was not reported. User facility indicated there have been no reports of any repercussions a result of leaving the anchor in the patient. Site preparation is unknown at this time.